Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's bed frame fell onto the pump, and reportedly the touchscreen is now cracked and no longer responsive. Customer stated they no longer can turn the screen on. Customer's blood glucose level was not impacted. It was indicated that the customer has a back up method for continued insulin therapy.